Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer controller was causing the issue. A field service engineer, replaced drawer controller and the pixie bus module controller as the previous ones no longer powered on to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system is not detected on bus. The customer stated that there are no prolonged delays since the user successfully retrieved the medication from an alternative station there were no adverse events or injuries reported based on this incident.